Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked, the display was dim/discolored, the buttons had tactile issue and contamination was found under the button contacts. This report is made based on the results of investigation completed on 01/10/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the display with auditory and vibratory features. The battery compartment was found to have cracked below the grip pad. The display was dim with a reddish contrast. The keypad cover was torn and the ¿up¿ and ¿down¿ buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. (B)(6).